Event description:
It was reported that during a wedge resection procedure, the device was fired twice and on the third reload the device would not open. The surgeon pulled the device off the tissue and removed part of the lung. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 2/28/2008. The analysis results showed that device was returned with no visual non-conformances and with a fully fired cartridge loaded on the device. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. The device opened and closed without any difficulties. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.